Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "stains" were found in 3 damaged OEM smartsite luer lock valve port sets. The following information was provided by the initial reporter, translated from (B)(6) to english: "stain was found for 3 of 3400 inspected." "Fm inside component, fm, damage/scratch, molding defect/burr, embedded fm, deformation".